Event description:
It has been reported to philips that the image disk was full and imaging was not possible. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿image disk full¿. Review of the log file indicates malfunction of ip-pc. Later, fse checked the system and confirmed that the system not allowing to shoot anything after 1st exposure. Fse recreated frontal image on drive and cleared the patient list. After recreating the frontal image and clearing the patient list, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.